Manufacturer narrative:
The zeland pharma ae assessor spoke with the patient whom stated that two vgo devices from the same kit, administered more insulin than expected "on its own" and "caused hypoglycemia." Patient reported her "usual" bg values "as good"; patient did not clarify what she meant by "good". Patient stated that on (B)(6) 2021 she applied a new vgo 20 at 6:30 am and started to have hypoglycemia shortly after the vgo was applied without any administered bolus dosing. Patient felt shaky, clammy, was sweating and attempted to self-treat her bg with food however patient continued to have low bg and progression of her symptoms. Patient became confused and nauseated, the vgo device was removed and upon removal the vgo user noticed that 3/4 of the insulin in the vgo viewing window had been delivered over 3.5 hours. Patient family took her to the emergency room as the confusion progressed and the oral carbohydrates patient was ingesting, did not appear to be helping to bring her bg back up. The patient stated that the hypoglycemia was further treated at the emergency room however the patient could not provide the specifics on the treatment she received. Patient stated she had another episode where patient had a low bg value of 67 today after wearing a vgo for a few hours. Patient stated that the vgo viewing window indicated she received more insulin than she should have received during the few hours she wore the vgo device. Patient removed the vgo and was treating the hypoglycemia with peanut butter. Patient told the ae assessor that it took several treatments with oral carbohydrates to bring her bg back up. Patient denies any other possible contributing factors to the hypoglycemia. Patient stated, "the devices gave me way too much insulin and caused the lows." Patient stated both vgo devices in this complaint were disposed of and are unavailable for technical review.

Event description:
Patient reported that on (B)(6) 2021 patient experienced hypoglycemia as low as 43 that resulted in having to go to the ER. The patient was not admitted. The patient stated that she currently experiencing hypoglycemia today (B)(6) 2021 as low 67 and is eating peanut butter to help bring up her glucose levels. The v-go devices in question are not available.